Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the patient reported since on (B)(6) after their hip replacement they noticed loss of therapeutic benefit and they wanted to increase their stimulation. The patient mentioned that every morning they have to wipe for about 45 minutes because of fecal incontinence. The agent reviewed device optimization and walked the patient through adjusting the settings. The agent advised to monitor their symptoms and redirected the patient to their doctor if symptoms persist. The patient added that their symptoms had improved and was good before the hip replacement surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.